Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of a valve-in-valve (viv) procedure with a 23mm sapien 3 valve, in the aortic position by transfemoral approach, into a non-edwards valve. After deployment of the sapien 3 valve, resistance was felt and it was impossible to track back the commander delivery system on the guidewire and impossible to retrieve the delivery system. The resistance was seen on fluoro around the commander balloon area. Then, it was decided to convert patient to surgery. During surgery it was noticed that the stiff guidewire and the delivery system did not cross the preexisting surgical valve through its center lumen but through the stent side. The team was confused by the 2d fluoro. The patient outcome was good.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of a valve-in-valve (viv) procedure with a 23mm sapien 3 valve, in the aortic position by transfemoral approach, into a non-edwards valve. After deployment of the sapien 3 valve, resistance was felt and it was impossible to track back the commander delivery system on the guidewire and impossible to retrieve the delivery system. The resistance was seen on fluoro around the commander balloon area. Then, it was decided to convert patient to surgery. During surgery it was noticed that the stiff guidewire and the delivery system did not cross the preexisting surgical valve through its center lumen but through the stent side. The team was confused by the 2d fluoro. The patient outcome was good.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of inability to withdraw the delivery system with valve through vasculature was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual inspection, functional testing or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'resistance was felt and it was impossible to track back the commander delivery system on the guidewire and impossible to retrieve the delivery system. Resistance was seen on fluoro around the commander balloon area. Then, it was decided to convert patient to surgery.' The complaint description also states, 'during surgery it was noticed that the stiff guidewire and so the commander delivery system didn't crossed the perceval valve on its center lumen but through the stent side.' As no patient or procedural imagery was provided, a definite root cause is unable to be determined at this time. However, it is possible that the balloon caught on the pre-existing valve upon withdrawal as the guidewire was not centralized. A non-coaxial guidewire can interact with the patient's pre-existing devices, which may have resulted in the delivery system's interaction with surgical valve upon withdrawal. As such, available information suggests that procedural factors (malpositioned guidewire) likely contributed to the reported event. No labeling/IFU deficiencies were identified. Therefore, no corrective and preventative action, nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.